Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that several attempts were made to detach an embolization coil; however, the coil did not detach. During removal, the coil unexpectedly detached, leaving some of the implanted coil in the parent artery. The physician chose to occlude the carotid artery, which resulted in occlusion of the anterior communicating artery and two (2) a2 arteries. Reopro and heparin were administered. A subarachnoid hemorrhage occurred during the night, and an external ventricular drain (evd) was performed. The patient is reported to have no neurological deficit.